Event description:
Patient claim received. Patient will be revised due to high blood levels. Update rec'd (B)(4) 2015 - sales rep reported revision surgery. Patient was revised to address pain. The stem is now being added to the complaint for elevated metal ion levels. The complaint was updated on: (B)(4) 2015.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
(B)(4). This complaint is still under investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update 6/23/15-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain and increased metal ions. Labs results from (B)(6) 2014 confirmed high metal ion levels.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy still considers the investigation closed at this time.